Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, bleeding, loss of communication between pump and transmitter and discrepancy between sensor glucose value and blood glucose value. Customer reported blood glucose value of 253mg/dl and sensor glucose value was 180 mg/dl. Customer treated the hyperglycemia with insulin pump (subcutaneous insulin infusion). The event involved the product(s) mmt-866a, mmt-7841zn, mmt-7040a, mmt-1884, mmt-332a. Troubleshooting was performed. The customer reported that the value difference was not within target range of 30 percentage. Loss of communication between pump and transmitter issue was resolved. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. Product return for mmt-866a was not expected. Product return for mmt-7841zw was not expected. Product return for mmt-7040a was not expected. Product return for mmt-1884 was not expected. Product return for mmt-332a was not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.